Event description:
This unsolicited legal case from united states was received on 21-mar-2018 from an other non health care professional. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after unknown latency had infection with gram negative bacillus (arthritis bacterial and bacillus infection), pain of her left leg and swelling of left leg. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2018, patient received treatment with intraarticular synvisc one injection, 1 df, once (batch/lot number: 7rs027, indication and expiration date: not provided). On an unknown date in 2018, after unknown latency, patient suffered pain and swelling of left leg, infection with gram negative bacillus, arthroscopic irrigation and debridement, partial synovectomy, medical expenses. Corrective treatment: arthroscopic irrigation and debridement, partial synovectomy for infection with gram negative bacillus (arthritis bacterial and bacillus infection) and not reported for other events . Outcome: unknown for all events. Seriousness criteria: required intervention for infection with gram negative bacillus (arthritis bacterial and bacillus infection). Pharmacovigilance comment: sanofi company comment dated 28-mar-2018: since event onset date is unknown, significant temporal relationship cannot be established and causal role of suspect product cannot be completely denied in occurrence of the event. Further information regarding medical history, concurrent condition and past drugs will aid in complete medical assessment of the case.